Event description:
It was reported that an ilet pump powered off despite a full charge and could not be powered back on; the device did not respond after extended time on the charging pad, and the app connection was lost, consistent with an unresponsive key/button issue associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control interface and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.